Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the up and down buttons were not responding not. Customer¿s blood glucose was 318mg/dlat the time of incident. Insulin pump had unexpected restart alarm.the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received intermittent button response due to corroded keypad traces. Device passed displacement test and unexpected restart error test. No unexpected restart alarm noted.